Event description:
On (B)(6) 2010, the lay user/patient in the (B)(6) contacted lifescan to report the one touch lancing device would not fire the lancet. On september 17, 2010, the technical service representative (tsr) spoke with the patient to obtain and verify information; however the patient refused to speak with the tsr. The sr. Medical surveillance specialist classified the complaint based on the information provided during the initial telephone call with customer service. On approximately (B)(6) 2010, the patient noted the reported lancing device would not fire the lancet; she was unable to obtain a blood sample for glucose testing. At an unspecified time afterwards, the patient experienced the symptoms of "hypoglycemia". The patient took no actions and did not seek any medical attention. The patient manages her diabetes with insulin taken on a sliding scale. It would have been helpful to determine the patient's specific symptoms of hypoglycemia, her diabetes medication regimen, and what meals and medications were taken on the day prior to the onset of symptoms. The issue was not resolved with troubleshooting. The lancing device was replaced. The patient allegedly suffered symptoms of hypoglycemia after she was unable to obtain blood samples for glucose testing due to the lancing device issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Meter serial #: not provided. Lot #: not provided.